Event description:
Reporter indicated a patient's vns lead was noted to be fractured during a prophylactic generator replacement surgery. A new generator was implanted and the plan of care is to implant a new lead at a later date. Attempts for further information are in progress.

Event description:
Reporter indicated the patient does fall with seizures, but it is unknown if this contributed to the lead fracture. No x-rays were performed. Vns diagnostics were not performed prior to the surgery, but a frank lead fracture was visualized during the surgery. The new vns generator was left disabled. There are no plans to have the vns lead replaced at this time.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.